Event description:
It was reported a spectrum pump's door would not latch closed. It was also reported there was no pt involvement. During baxter's functionality testing, the pump alarmed door not fully latched. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The door not fully latched alarm was confirmed during baxter's functionality testing, as well as reproduced during the device eval upon powering the device down. Eval experienced a door not fully latched alarm corresponding to the reported symptom. This condition was determined to have been caused by loose link screws. The link screws were replaced.